Event description:
It was reported that during procedure, the fluid stopped working, and the machine would indicate high pressure. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer, "machine would indicate high pressure", could not be confirmed. The device was checked during incoming inspection, no complaints described by customer found. Additional functional tests and measurements of pressure/regulating behavior have been carried out. No errors were detected. However, an error message was documented in the log files 300fe: (value of the output pressure exceeds set value for more than 10mmhg in a pressure reliant mode), indicates that there was a difference in level between the device and the patient during use (device lower than patient). The event is filed under internal karl storz complaint ID: (B)(4).